Event description:
The customer reported that when entering the CT room in the morning, prior to starting pt clinical procedures, there was a bad odor coming from the ups (uninterruptible power supply). The philips field service engineer (fse) confirmed there was no injury to pt, operator or bystander with this issue; however, the fse did come in contact with the battery acid and had some discomfort on his hands, which was relieved by washing his hands with warm water. There was no treatment administered to the fse. There was no report of smoke or fire. The fse determined that one battery was warm, and appeared to have fluid (battery acid) coming from it. The fse bypassed the CT system from the ups, removed the battery, and ordered a new ups. The customer was able to utilize the CT system and a new ups was installed.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).